Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump failed self-test. The blood glucose level was 170 mg/dl. Customer stated that the insulin pump was losing communication with the transmitter and having a red x on the home screen. Customer stated that the self-test was performed and the insulin pump was passed the self-test. Customer also complained for lost sensor signal. The product will return for the analysis.